Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use manual injections for insulin therapy. There was no impact to the customer¿s blood glucose, as the pump was not being used for insulin therapy at the time of the reported event.